Event description:
Healthcare professional reported "rupture". Later healthcare professional reported through regulatory agency "rupture with extracapsular silicone leakage, silicone perspiration, deflation, wrinkles, waves, and rotations". Later healthcare professional reported "find the appearance of detachment of the discontinuous prosthetic envelope within the silicone". This record is for the left side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and gel leak.